Event description:
The customer tested his blood glucose on one occasion and received a contour reading of 276 mg/dl. He took 13 units of insulin after testing. The customer went to sleep and woke up a few hours later. He felt as if he was going to pass out and his blood glucose tested at 44 mg/dl. The customer was able to ingest some sugar in order to increase his blood glucose. He declined to troubleshoot and insisted his meter be replaced. No product will be returned. A replacement meter was sent to the customer.